Manufacturer narrative:
The investigation determined that a discordant non-reactive vitros anti- sars-cov-2 total (cov2tot) result and a discordant reactive vitros cov2tot result were obtained from two different patient samples processed using vitros cov2tot reagent lot 280 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to results obtained from the same samples processed using alternate vitros cov2tot reagent lot 250. The assignable cause for the discordant results was not determined with the information provided. The customer calibrated the vitros cov2tot reagent lot 280 on the day of the event. The qc results were within the expected result interpretation indicating the calibration was acceptable and the cov2tot reagent lot 280 was performing as expected. Based on quality control results, a vitros cov2tot lot 0280 reagent performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0280. Unexpected instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed. The customer provided no information concerning the storage and handling of the affected samples. Therefore, pre-analytical sample handling and storage cannot be ruled out as a potential contributor to this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report a discordant non-reactive vitros anti- sars-cov-2 total (cov2tot) result obtained from a patient and a discordant reactive result from another patient when processed using the vitros 3600 immunodiagnostic system. The event happened on (B)(6) 2021. Patient 1 vitros cov2tot = reactive (1.27 s/c) versus expected non-reactive (0.87 s/c). Patient 2 vitros cov2tot = non-reactive (0.98 s/c) versus expected reactive (2.50 s/c). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The results obtained from cov2tot lot 280 were not reported from the laboratory and there were no allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).